Event description:
A male with lung disease and previous history of hypertension had a suitable anatomic form for aaa repair and underwent the evar procedure in 2008. The procedure went as labeled but upon deployment of the contralateral iliac leg graft, blood leaked from the hemostatic valve during insertion and dilation of another MFR's balloon catheter. The physician cut the shaft of the delivery sys but the leakage did not stop. The pt's total hemorrhage volume was 800cc. A blood transfusion was likely to be performed at a later date. At this time the pt's health status is unk.

Manufacturer narrative:
Event eval: still under investigation.